Event description:
It was reported that during the implant procedure, the pulse generator failed to pace. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.